Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed leaflet, and flail. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to trace. On (B)(6) 2025, the patient returned to the hospital with shortness of breath. A follow up echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. It was noted that the slda was likely due to chordae being captured with the clip during deployment, causing the leaflet to slip out of the clip. To stabilize the slda clip, two additional clips were deployed on the mitral valve, reducing mr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment per the physician was related to chordae being captured with the leaflets during clip implantation that caused the slda. Mitral valve insufficiency/regurgitation resulting in dyspnea appears to be related to the slda. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medial intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed leaflet, and flail. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to trace. On (B)(6) 2025, the patient returned to the hospital with shortness of breath. A follow up echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. It was noted that the slda was likely due to chordae being captured with the clip during deployment, causing the leaflet to slip out of the clip. To stabilize the slda clip, two additional clips were deployed on the mitral valve, reducing mr to a grade of 1.